Event description:
It was reported that the patient was referred for vns replacement due to the battery being at 11-25%. The patient's family then reported an increase in seizures, and wondered if the vns was depleted since the seizures had worsened. It was noted that the physician suspects the seizures may be related to intermittent stimulation from the vns, possibly related to low vns battery. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Per the physician, the increased seizures are below pre-vns baseline frequency, and the seizures were assessed to be unrelated to the vns device. No additional relevant information has been received to date.

Event description:
Generator product analysis (pa) was completed. While the allegation of ¿increased seizures¿ is outside of the scope of the pa lab, proper functionality of the returned generator was verified. The generator output was monitored for >24 hours and there was no variation in the output signal. Comprehensive electrical testing showed that the generator performed according to all functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
The patient underwent vns generator replacement. The explanted generator was received by the manufacturer and is pending completion of product analysis.